Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wall adapter was leaking a white substance. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had an alternate wall adapter available.